Manufacturer narrative:
(B)(4). Approximate age of device ¿ 82 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed severe aortic insufficiency on (B)(6) 2018 and returned to the intensive care unit. At that time, the patient was placed on the ventilator and started on vasopressors. The patient was brought to the cardiac catheterization lab on (B)(6) 2018 for percutaneous closure of the aortic valve with an amplatzer device. Following the procedure, the patient was initially hemodynamically stable; however, later in the evening, the patient became increasingly unstable hemodynamically and continued to decompensate, requiring increased vasoactive medication and aggressive fluid resuscitation. Repeat transesophageal echocardiogram revealed intact closure device and normal functioning lvad. The patient continued to decompensate and the family decided to withdraw care. The patient expired and no autopsy was performed. No further information was provided.

Manufacturer narrative:
The device was not explanted and was not available for evaluation. A direct correlation between the device and the reported patient outcome could not be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, the IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant; if not addressed, the lvad will not be able to provide the intended flow. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.